Event description:
It was reported by the staff that approximately 10 days post vad implantation the patient experienced an electrical fault (e-fault) today. The site sent log files to the manufacturer for analysis. Log files reveal multiple e-faults and high watt alarms. The patient is currently hospitalized from the implant procedure. Inr is 2.1, clinical support team suggested site start heparin gtt. Driveline cleaning procedure was recommended and scheduled. On assessment by the clinical engineer, the alarms were reproducible. There was no visible contamination on the driveline wires and the locking mechanism functioned properly. The patient was given a bolus of heparin for prep on pump stoppage. One cleaning cycle was completed with approximately 90 seconds of pump off time. Contamination and a blackened front contact were visible. The controller was replaced to prevent re-contamination.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device remains implanted.